Event description:
It was reported that during the implant procedure, inserting the atrial lead into the header of the pulse generator was difficult; exhibiting high impedance. The device was replaced and the lead was eventually inserted using force, it was not completely at the connector end. Electrical values were good and the lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.